Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified some fold creases, a wear abrasion, a linear opening, brown particles on valve, yellow particles in shell. A leak test and microscopic analysis was performed which identified a linear smooth opening on the posterior side in the same location of a crease assessed as a fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.